Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, motor error and no delivery alarms from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer treated with insulin through injection. The customer was unsure if the drive support cap was protruded, loose, sticking out or flushed. The customer also received multiple no delivery alarms within the last month to 5 weeks. The insulin pump will be returned for analysis.